Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 810:03 on channel b. This failure code was found in the event history to have interrupted delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 810:03 on channel b was confirmed. This condition was caused by a faulty pump head module (phm) on channel b. Channel b's phm was replaced to correct the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is same as or similar to product distributed within the u.s. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).